Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that patient had issues with walking in the last month and her left leg was stiff and tense. It was further noted that the patient felt a jolt on (B)(6) 2012. The patient stated that "she sat up in bed, got shocked, stood up and then fell back on the bed." The patient further stated that she wasn't doing anything, but only felt the jolt once. The patient had a physician's appointment 2 weeks ago, but stated that "they didn't know what they were doing with the clinician programmer." The patient stated that she "thought the wire was on a nerve."

Event description:
Additional information received reported that the patient "had been shocked a few times and had fallen as a result of that." It was additionally reported that the patient "never had therapeutic effect" and that the therapy was only effective "during the trial period." It was also reported that the patient had "lots of pain." It was reported that the pain was "still present when the ins (implantable neurostimulator) was turned off" and while the ins was "lowered." It was additionally reported that the patient started feeling pain "following the implantation." Further information provided reported that the patient felt her pain "may be from a possible aneurism on spine." It was also reported that the patient "had been diagnosed with an aneurism on her spine." An additional supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 3889, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).